Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient, who just started pump use today, has been having high blood glucose (bg) levels. While talking to him we both realized that when entering bolus through ezbg, patient was pressing ok with 00 units rather than manually entering what the pump said to give. Patient has a bg of 370 mg/dl/ with nausea, symptoms of dehydration (dizzy, lightheaded), and feels unwell. Customer support attributed the bg excursion to training/misuse. This complaint is being reported as the patient experienced hyperglycemia due to use error.